Manufacturer narrative:
(B)(4).

Event description:
It was reported that a code 1004 was triggered during a shock delivery, due to a short circuit condition on this right ventricular (rv) lead. This results from a low shocking lead impedance (less than 12.5 ohms), during shock delivery. As a result, the device was removed. A new rv lead was attempted to be added, but a new lead could not be placed, due to the anatomy of the heart. The old rv lead was connected to a new device and a 3 joule (j) shock gave 35 ohms in the triad configuration. Then a 41 j shock was delivered, resulting in code 1004 on the new device. The rv lead was abandoned surgically, and the new device was not implanted. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.